Manufacturer narrative:
Concomitant medical products: 8703 catheter, implanted on (B)(6) 1994; 8637-40 neuro pump, implanted on (B)(6) 2014; a2dr01 ipg, implanted on (B)(6) 2016; 5076-52 lead, implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported that they had a "bad lead". The right ventricular (rv) lead was capped and replaced. No patient complications have been reported as a result of this event.